Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gi,gi complications"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurry"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced nausea ("nausea"), abdominal pain lower ("lower abdominal pain,cramping"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal),bleeding") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vulvovaginal rash ("rashes or skin conditions type: vaginal rash"). In (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rashes or skin conditions type: rash"). The patient was treated with cortisone, ondansetron (zofran) and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, fatigue, vaginal discharge, vision blurred, weight increased, gastrointestinal disorder, alopecia, abdominal pain lower, back pain, vulvovaginal pain and vulvovaginal rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gi,gi complications"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurry"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced nausea ("nausea"), abdominal pain lower ("lower abdominal pain,cramping"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal),bleeding") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vulvovaginal rash ("rashes or skin conditions type: vaginal rash"). In (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rashes or skin conditions type: rash"). The patient was treated with cortisone, ondansetron (zofran) and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, fatigue, vaginal discharge, vision blurred, weight increased, gastrointestinal disorder, alopecia, abdominal pain lower, back pain, vulvovaginal pain and vulvovaginal rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received: case has became serious incident. Removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.